Manufacturer narrative:
The reported events were lead dislodgement and helix would not retract. As received, a complete lead was returned in one piece with the helix found partially extended and clogged with dried blood/tissue. X-ray inspection found overtorque of the inner coil consistent with procedural damage. The reported event of helix would not retract was confirmed. After cleaning, the helix could extend and retract by applying torque directly at the connector pin. The measured full helix extension length was within specification. The cause of the reported event was isolated to the helix being clogged with dried blood/tissue and overtorque of the inner coil. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.

Manufacturer narrative:
This product is registered as a combination product. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an in-clinic follow-up, diagnostic imaging was performed and revealed a dislodgement of the right ventricular (rv) lead. During rv lead revision the helix was unable to retract. The rv lead was explanted and replaced to resolve the event. The patient was stable with no consequences.